Event description:
Depuy (B)(4) reports the products are potentially packaged using incorrect packaging configuration (1 package layer, not 2 as required).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted complaint sample confirmed the incorrect packaging configuration. The root cause is manufacturing process related. Correction actions and preventative actions being managed via (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.